Event description:
On (B)(6) 2012, a 25mm masters series mechanical heart valve (mhv) was implanted. On (B)(6) 2019, the valve was explanted due to severe mitral regurgitation due to paravalvular leak (pvl). No thrombus was observed on the device upon explant. The pvl was suspected to be due disruption of the patient's native mitral annulus. A new 27mm masters mhv was successfully implanted and a bovine pericardium was used as a patch to reinforce the patient's annulus. The patient is discharged.

Manufacturer narrative:
Corrected information sections: d4, d6, h6 additional information sections: a3, b5, g4, g7, h2, h4, h10.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In the year 2002, a 25mm sjm mechanical heart valve was implanted in the patient's mitral position in the first surgery. The sales rep. Was informed that a re-do mvr was performed on (B)(6) 2019, and the valve was explanted, replaced with an sjm masters series valve expanded cuff (serial#: (B)(4)). Details of the event, etc. Will be obtained early next year.

Manufacturer narrative:
An event of valve explant due to paravalvular leak and mitral regurgitation. The investigation found that the mechanical leaflets opened and closed completely and easily. No thrombi or vegetations were present on the valve. There was thin pannus formation on the sewing cuff of the valve. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, however information from the field indicated that it was suspected that the paravalular leak was due to disruption of the patients native annulus.